Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was tested on an in-house system showing 6 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. There was no physical damage. There was no problem detected. No thermal damage found. Instrument passed electrical continuity test in hook. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument stopped burning, and after multiple attempts to use coagulation function (changing cords and re-plugging), smoke was noticed coming from the yellow portion of the hook. The pch instrument was immediately removed. The procedure was completed with no reported injury.